Event description:
It was reported to philips that the system was unable to store fluoroscopic images. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred. The procedure was aborted and scheduled to another day. It was reported to philips that the system was unable to store the fluoroscopy images. The review of system logfiles shows malfunctioning of ippc. Upon troubleshooting actions, the fse re-created the database on the frontal and lateral planes and tested the system, which resolved the issue. After the recreation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.